Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 60mg/dl-90mg/dl fasting. Verified the strips expire 1/21/2019. Customer confirms the strips have been properly stored and were first opened 3/10/2016. Customer performed a back to back blood test and obtained 45mg/dl and 45mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:45mg/dl.